Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report entrapment of device, single leaflet device attachment/slda, foreign body in patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, the clip became stuck in the chord. Therefore, the clip was deployed on the leaflets. After deployment, the clip then became detached from one leaflet but remained attached to the other leaflet (single leaflet device attachment/slda). Additional treatment was not performed. One clip was implanted, reducing mr to 3-4. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was noted p2\p3 prolapse. After the clip delivery system (cds) was advanced, grasping the leaflets with the clip was difficult. Then the clip became stuck on the chords and could not be freed with standard troubleshooting. The clip was deployed; however, the clip became detached from the posterior leaflet but remained attached to the mitral leaflet (single leaflet device attachment/slda). The cause of the slda was due to the clip becoming stuck on the chords. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported difficult or delayed positioning could not be determined. The reported entrapment of the device resulting in foreign body in patient appears to be due to user technique/procedural condition. The reported foreign body in patient appears to be due to procedural circumstances. The reported adverse event of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. Additionally, the reported single leaflet device attachment/slda was due to reported entrapment of the device. There is no indication of a product issue with respect to manufacture, design, or labeling.na